Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Blade was returned, after manipulation and a functional test, the pm could release the blade as required. He could not find any deviation to synthes specifications. Based on these findings, it is concluded that the cause of the failure is not due to any manufacturing non-conformances. The device history records were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient suffered a femoral trochanteric fracture and was implanted with pfna blade on (B)(6) 2012. The surgeon attached the blade to the blade inserter, and could not release the blade lock. At this time, the surgeon switched out the 95mm blade and inserted a 100mm blade. Surgeon claimed that the original 95mm blade was defective because he could not unlock it. This is 1 of 1 reports for this event.